Event description:
It was reported the patient ¿fell in his bathtub¿ and experienced a loss of stimulation in his leg following the incident. It was noted the patient required hospitalization due to the event. Impedance testing was performed and the cause of the issue was not determined or resolved. It was reported that at the time of initial report, the patient was ¿alive¿ with ¿no injury.¿ additional information stated the impedance testing found ¿no major issues.¿ it was noted an x-ray was performed and ¿no disconnection could be observed.¿ it was reported the patient was reprogrammed on the day of report and that this did not resolve the issue. It was reported the patient experienced a ¿loss of stimulation when a manual pressure was made at the location of the connection between¿ the lead and the extension. It was noted a surgical revision was scheduled for the ¿end of (B)(6) 2013.¿ it was reported the patient was ¿doing fine¿ and ¿only receiving partial therapy.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that x-rays were done and there was inflammation around the stimulator. The stimulator was explanted due to the infection. Antibiotic treatment was given and the evolution was good. The device was re-implanted on (B)(6) 2014. The site did not have the serial number or model number of the implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4).